Event description:
Philips removed test phantoms, test tools, and other facility items from a MRI site. This system was intended to be re-installed and philips has removed items belonging to the customer to make this possible. Philips must supply us with these tools to insure the re-installed unit conforms to safety standards, as well as standards of proper function. This is the 3rd report I have filed whereas, philips medical system refuses to provide installation documentation and update documentation as required by FDA which stipulates that the tools to install and perform performance tests are required to insure pt safety.